Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic nephrectomy procedure, after the ring was extended, the half part of the pouch came off from the tip. It was replaced with a new one and it worked fine. The event occurred during the procedure, but the product was not used for patient. There was no patient responsibility.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The bag was completely separated from the ring, partially cinched. The pull ring was seated in the handle. The string was intact. There were marks on the specimen pouch tubing around the metal ring where the proximal end of the shaft would make contact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the plunger is retracted after bag deployment before the bag is completely cinched by pulling the green ring. This premature retraction causes undesirable bag detachment. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.